Event description:
It was reported the system had a data loss issue and a few images had been lost. There are no reports of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The solid state drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.